Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker initially showed less than six months of remaining battery a few months ago, but recently this showed one and a half year remaining until elective replacement indicator (eri). Boston scientific technical services (ts) discussed that a small change in impedance affects the longevity and recommended reprogramming intervention. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the e. Initial reporter, g3: report source and h6: device code.

Event description:
It was reported that this pacemaker initially showed less than six months of remaining battery a few months ago, but recently this showed one and a half year remaining until elective replacement indicator (eri). Boston scientific technical services (ts) discussed that a small change in impedance affects the longevity and recommended reprogramming intervention. This device remains in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.